Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, implantable cardioverter defibrillator (ICD), (B)(6) 2013; 6935, implantable tachy lead, (B)(6) 2013; 4076, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the lead was found infected. The lead was removed and a replacement has been scheduled in a couple of days after explant. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.